Event description:
A customer contacted beckman coulter inc (bci) in regards to multiple total t4 (tt4) patients with an average change of 20% reduced recovery with a specific tt4 calibrator lot generated by the unicel dxi 800 access immunoanalyzer. The results were reported out of the laboratory. Patient results are not available.

Manufacturer narrative:
Qc data with tt4 calibrator was within specification, however, it shifted to the very low. Qc data with previous tt4 calibrator had no similar issues. A bci field service engineer (fse) recalibrated tt4 with another calibrator. Fse repaired the unit and ran qc which met customer's specification. A clear root cause can not be determined for this event.